Event description:
The vent was turned off at the time of the event. The caregiver noticed a burning smell and saw gray smoke coming out of the bottom of the vent. He unplugged the vent, the smoke continued and they brought the vent outside. Phs programmed a new vent and exchanged it immediately. When clinician picked up the event, it began alarming about every 5 seconds and did not stop.